Event description:
Discordant, falsely low total bilirubin (tbil) results were obtained on one neonatal patient sample on a dimension vista 1500 instrument. The initial test on the sample on the same instrument had resulted higher. The discordant result was reported to the physician(s), but was questioned by the technician. The patient was given light therapy. A new draw was obtained from the patient and was tested on the same instrument, also resulting lower. After this result, the patient was removed from the light therapy. The patient was not harmed by the light therapy. Two more draws were obtained from the patient and were tested on the same instrument, both resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil results.

Manufacturer narrative:
The initial MDR 1226181-2015-00169 was filed on april 04, 2015. Additional information (03/14/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument and the instrument data. The cse replaced the waste probe, reagent probe 2 home sensor, and the reagent probe 2 ribbon cable. The cse ran quality controls, which were within acceptable ranges. The cse also installed and tested a new c-luminometer service kit, and set the waste probe bottom position. On a follow-up visit, the cse replaced the tubing from the base valve to the probe, replaced the base reservoir connector assembly and replaced the acid and base bottles. The cause of the discordant hbsag and tni-u results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive troponin I ultra results were obtained on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). It is unknown if the repeat testing was performed or if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive tni-u results.

Manufacturer narrative:
The initial MDR 1226181-2015-00169 was filed on march 27, 2015. Corrected information (04/17/2015): a supplemental MDR report, 1226181-2015-00169_s1 was incorrectly filed related to MDR 1226182-2015-00169. It should have been filed associated with 2432235-2015-00169, with the file name 2432235-2015-00169_s1. Please disregard supplemental report 1226181-2015-00169_s1 with respect to MDR 1226181-2015-00169.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they ran quality controls (qc), which were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the sample data and suggested the presence of fibrin in the sample which resulted in under delivery of the sample into the cuvette, producing a falsely depressed tbil result. There was no indication of any instrument malfunction in the data. The cause of the discordant, falsely low tbil results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.